Event description:
The pt was admitted for an elective coronary angiogram. The target lesion was the proximal left anterior descending artery. The vessel was a de novo, eccentric, tubular, ostium and bifurcated lesion. The diameter of the vessel was a type b2. There was a 55.2% stenosis. Femoral approach was chosen for the procedure. Pre-dilation was not conducted. A cypher stent (3.5/18mm) was implanted at 14atm for 31-60 secs by direct stenting. While the cypher stent was being implanted, dissection occurred at the distal end of the implanted stent. However, because the flow was being kept steady, there was no treatment. Ost-dilation was conducted with a balloon (3.5/10mm) at 16atm. Inflation time unk. Ivus was conducted. The residual % of stenosis was 1.0 % timi flow before and after the procedure was 3. One week after the index procedure, the pt was in stable condition and discharged from the hosp. Physician's comment: the dissection could have happended with any bms so nothing unusual with the cypher stent. The medications admin are as follows: aspirin, heparin, isosorbide mononitrate and ticlophdine hydrochloride. Please note that this device (lot10405025) is distributed outside the united states; however, it is similar to the united states product.